Event description:
A complaint of pain at the pocket site was rec'd. It was reported that the pt feels pain with stimulation on and off and that the pt's leads had not migrated. The pt was also reported falling on the pocket site three times. Attempts to reprogram the pt were unsuccessful, and the decision was made to explant the pt's precision.